Event description:
The initial reporter stated they received discrepant results for one patient sample tested with phos2 (phosphorus) on a cobas 8000 c 701 module. The sample initially resulted in a phosphorus value of 8 mg/dl and it repeated as 4 mg/dl. The repeat value was deemed correct.

Manufacturer narrative:
The phosphorus reagent lot number and expiration date were requested, but not provided. The field service engineer determined that was station tubing was completely clamped, generating dispensing errors and dripping from the needle. The needle adjustment was checked and the was stations were adjusted. The cuvettes were blanked and the correct operation of the analyzer was verified. The investigation determined the service actions resolved the issue.